Event description:
Two big necrotic areas, wound infection, skin necrosis. Reportedly, the infection spread at the level of the implant. Her treatment consisted of intravenous antibiotics, and the implant was removed the following day.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a necrosis and infection of the skin above the implant site. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
Device explanted on (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.